Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter alleged that the ok and up arrow keypad buttons were under responsive. It was reported that the down arrow keypad button was over and under responsive. It was alleged that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a peeling keypad cover. The pump powered on to a blank display screen. The keypad cover was removed and contamination was found under all of the keypad button contacts. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.